Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there were oil gel globules and low sodium results. There was no report of patient impact. The following information was provided by the initial reporter. The customer stated: "tel globule noted in sst sample after sampling on analyzer. Low sodium result repeated after re-spin to remove gel globule.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for oil gel globules was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for oil gel globules and erroneous results was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (erroneous results and oil gel globules) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples were acceptable in terms of both precision and accuracy. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode oil gel globules based on photos only. This complaint has not been confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there were oil gel globules and low sodium results. There was no report of patient impact. The following information was provided by the initial reporter. The customer stated: "tel globule noted in sst sample after sampling on analyzer. Low sodium result repeated after re-spin to remove gel globule.